Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex, brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿a semicircular infraumbilical incision was made. The hernia sac was identified, which was dissected out. A ventralex st mesh was placed peritoneal space and secure it with sutures.¿ attorney alleges that patients had pain.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.